Manufacturer narrative:
Block h6: imdrf device code a040609 captures the reportable event of balloon tip bent.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal stricture performed on (B)(6) 2025. During the procedure, the device was difficult to remove from the scope and was stuck in the scope channel with the balloon partially out of the scope. The tip of the balloon was bent at a 90-degree angle. After 20 minutes, they were able to pull the balloon out of the scope with great force. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a040609 captures the reportable event of balloon tip bent. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the catheter was bent, and the tip of the balloon was bent. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon tip bent was confirmed. The problem found in the device may have occurred due to procedural factors such as an excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defects found. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal stricture performed on (B)(6) 2025. During the procedure, the device was difficult to remove from the scope and was stuck in the scope channel with the balloon partially out of the scope. The tip of the balloon was bent at a 90-degree angle. After 20 minutes, they were able to pull the balloon out of the scope with great force. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.